Event description:
Revision surgery - due to scar removal, insert exchange from 8 12mm vvc to 8 16mm vvc.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00668; 346-14-705, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.